Event description:
Procedure type: lap gastric bypass. According to the reporter: the device won't hold needles. The needle disengages during application through tissue. The needle was retrieved without delay in surgery time.